Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty removing the stent delivery system could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the proximal right coronary artery, a 3.5x23 rx xience prime drug-eluting stent delivery system was advanced to the lesion, and the stent was deployed successfully. While attempting to withdraw the rx xience prime, resistance was felt, force was applied, and the shaft separated into two pieces with the break site inside of the anatomy. Both shaft pieces were simply removed from the anatomy by withdrawing the original guide wire, and there were no adverse patient effects. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.